Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from 09/30/2016 to 03/29/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. Retains testing was performed on thirty (30) ci strips from the same lot. 30/30 ci strips met specification for color change from sterrad processing. The assignable cause of the issue could not be determined. The customer was unresponsive to multiple attempts at obtaining additional information and the product was not returned for evaluation. It is unlikely the ci strip issue was caused by a performance issue since the retains testing met functional specification for color change, DHR/batch review found no anomalies that would contribute to the complaint issue and trending was not exceeded for the lot. Should additional information be received at a later date, the complaint will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.